Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that support was requested for a patient who experienced a driveline power fault advisory alarm during the night on the fourth day after implantation. The alarm was muted for four hours, and log files were downloaded for review. The log file captured driveline power fault alarms beginning on 07jun2026 at 2114. The system controller and modular cable were exchanged but the driveline power fault persisted. The log file continued to show driveline power fault alarms after swapping out the controller and modular cable. These alarms may indicate potential damage to the power b line somewhere between the pump and the controller that may have occurred during implant. It was recommended to determine whether there is any visible external damage and to obtain x-rays of the internal section of the driveline to identify any notable findings.